Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The device logs confirmed the occurrence of system fault 65 indicating a program data corruption. Based on the investigation and previous investigations of similar complaints, it was determined that the system fault was due to an isolated software error. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf65). There was no patient injury reported as a result of this incident.